Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000081486. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03002. It was reported that the patient experienced ineffective therapy due to high impedances and the ipg reaching end of life. It is unknown if the ipg end-of-life status occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads and ipg were explanted and replaced to address the issue. It is unknown which lead has high impedance.